Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - unknown screws, catalog #: ni, lot #: ni. Report source foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2022-00141.

Event description:
It was reported that a revision will be performed as one of the screws in the fossa is suspected to be above the zygomatic bone and the whole prosthesis is suspected to be too near to the ear canal. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6a. (B)(6) 2017. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that some of the fossa screws missed the zygomatic arch as planned and have come loose from their cranial fixing over time. The mandible and fossa components are too close to the ear canal. The revision is moving forward; however, a date has not been set.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6; h11. The designer of the device was notified of this complaint, and an investigation report was provided. The designer reviewed the planned tmj replacement and stated the design was conforming to all required specifications. Post-op images show that the tmj replacement is not properly aligned, and the implant has rotated too close to the patient's ear canal. The fossa component is not properly aligned as the screws appear too high to be properly secured to the zygomatic arch. The fossa component also appears to be rotated externally which would cause the screw hole locations to be shifted higher. This caused a slight anterior shift in the patient's occlusion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.